Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lobectomy pulmonary, on stapling, the device presented a defect on the eighth load not finishing the stapling. They tried another reload, but the stapler did not work, so they changed the stapler using the same reload to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.